Event description:
It was reported that the right ventricular lead exhibited over sensing noise. It was noted that the lead exhibited emi and that there maybe a possible abrasion. Isometrics were performed and noise was reproducible. No intervention was performed. The patient was stable pre, during, and post isometrics.